Event description:
Caller reported blood glucose results of 209 mg/dl and 106 mg/dl on the aviva system within 10 mins. Also reported blood glucose results of 282 mg/dl and 97 mg/dl on the aviva system within 10 mins. Reported no adverse event relative to this discrepancy. A request was made for the return of the system, replacement was sent.